Event description:
Reportedly, when the surgeon placed the trocar into the cannula, it sheared off some of the plastic and fell into the patient. The surgeon was able to retrieve the plastic pieces. No patient injury was reported.